Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set mini could not be completely closed. This was identified at the end of treatment for automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation with the twist clamp in the closed position. A visual inspection with the naked eye was performed which observed broken occluder feet beneath the twist clamp and damage on the notch of the main body. Functional tests and an accurate torque engagement test could not be performed due to the condition of the sample. The occluder feet, contained in the main body and covered by the clamp, clamps the tubing closed when the twist clamp is turned from the open position and locked in close position. The reported condition of clamp could not be fully closed could not be verified; however, the sample did not meet specifications due to the broken occluder legs. The cause of the condition could not be determined however, potential causes of the condition include if the device was exposed to foreign solvents such as dyes, or cleaning agents which could damage the transfer set material or over torquing of the twist sleeve during use. Should additional relevant information become available, a supplemental report will be submitted.